Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump last year. Customer stated that he wants to keep monitoring his pump. Customer mentioned the alarm to a representative last year as well. Customer was showing interest in a new pump.